Event description:
Lead was explanted due to noise on the rv channel leading to multiple inappropriate shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the fragment, the lead was probably cut during the extraction procedure. The analysis showed that the insulation was found rubbed through between 8.5 and 6.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.